Manufacturer narrative:
(B)(4). Concomitant medical products: tw drill 1.1x50mm 9mmstop w/nt cat# 01-7146 lot# 10347284. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00414.

Event description:
It was reported that 2 drill bits broke and were retained by the patient. Surgeon was unable to remove the ends with a wire twister. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H4: possible manufacture dates: 3-16-2020, 10-2-2019, 9-27-2019. The device was returned but lost before it could be evaluated. Visual examination of the provided picture identified the two drill bits to be fractured. The part and lot information was verified. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.